Event description:
It was reported that the pulse generator exhibited an inappropriate remaining longevity measurement when interrogated prior to implant while still in the box. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found the pulse generator to exhibit normal device characteristics.